Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that after surgery the pt began to suffer severe pain and stiffness in her right hip and began to have weight bearing problems.